Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery received; however, medical records were received for evaluation. Further clinical evaluation indicated the patient had a complex cardiac history, including hypertrophic cardiomyopathy (hcm) status post orthotopic heart transplant, subsequent tricuspid valve repair with a 28 mm annuloplasty ring, and later development of cardiac allograft vasculopathy (cav) with recurrent coronary vasospasm, heart failure, and atrioventricular (av) dissociation. Despite multiple interventions, including coronary stenting, ablations, and valve in ring transcatheter tricuspid valve replacement (ttvr), the patient experienced recurrent cardiogenic shock and progressive biventricular failure. Procedural records noted no central regurgitation and none/trace paravalvular leak (pvl) following sapien 3 valve deployment. Approximately four months post ttvr, the patient was re-hospitalized with cardiogenic shock, severe dynamic mitral regurgitation, and restrictive cardiomyopathy. The patient was not deemed a candidate for repeat heart transplant and was discharged with referral for additional evaluation. Although the exact cause of death is unavailable, it appears most consistent with the patient's underlying disease, including cav with recurrent vasospasm and pre-existing av dissociation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that implanting a transcatheter heart valve (thv) in the tricuspid position using the sapien 3 (s3) with the commander delivery system (ds) is not indicated for use. Therefore, this was an off-label operation. Per the instructions for use (IFU), valve regurgitation, including central regurgitation and paravalvular leak are potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In addition, it is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the increased gradients and tricuspid regurgitation observed approximately four (4) months post ttvr that possibly contributed to the patient death were confirmed based on the medical records provided. A definitive root cause of the events was unable to be determined at this time due to the limited information provided; however, the events may be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent an off-label valve-in-ring transcatheter tricuspid valve replacement (ttvr) procedure with a 26 mm sapien 3 valve. The valve was implanted within a pre-existing surgical ring. Approximately five (5) months post-implant, the patient expired. Medical records were received for evaluation. According to the medical records, approximately three (3) months and twenty-seven (27) days post-implant, the patient was hospitalized for cardiogenic shock and decompensated bi-ventricular heart failure with evaluation for possible orthotopic heart transplantation (ohtx). After evaluation, the patient was determined to not be a candidate for ohtx. Approximately one (1) day later, a transthoracic echocardiogram (tte) was performed revealing a bioprosthetic tricuspid valve with mild to moderate tricuspid regurgitation and a tricuspid valve (tv) mean gradient of 8 mmhg. There was also ongoing right heart failure. Another tte was subsequently performed, and it showed bi-ventricular failure, severe tricuspid regurgitation, and mitral regurgitation. Approximately twelve (12) days later, the patient was discharged home with home health to continue IV dobutamine infusion through a central catheter. Approximately nineteen (19) days later, the patient expired.